Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. A lot history search was performed and found one other complaint has been reported from the same customer for a different failure mode (deformed distal tip). In addition, the february 2007 15-month complaint trend report for all percuflex plus w/ wir family failure modes was reviewed; no adverse trend was noted. No data points exceed the bsc action limit.

Event description:
It was reported to bsc that a male patient (age unknown) underwent a therapeutic procedure to place a ureteral stent in 2007. The percuflex plus stent was positioned and deployed. The clinician reported that migration of the stent was noted 'rapidly' at the time of this procedure. The percuflex plus stent was removed and another of the same device was implanted. The patient did not sustain any complication or adverse effect as a result of this issue. The patient condition is reported as 'ok'.